Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damage on electronic assembly.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and there was fluid under the screen. No harm requiring medical intervention was reported. The device will be returned for analysis.